Event description:
The customer reported the battery isn't charging and the ac led indicator light isn't working.

Manufacturer narrative:
(B)(4). The customer reported the battery isn't charging and the ac led indicator light isn't working. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.